Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as the device was not returned for investigation. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a voluntary report, stating the evis exera iii gastrointestinal videoscope had an issue during a procedure where the forceps could not be inserted into the biopsy channel. The interior of the channel was shredded and a string was found inside the channel. The procedure was a diagnostic esophagogastroduodenoscopy that was completed with a similar device after a short delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause can not be determined at this time and the investigation is ongoing. A supplemental report will be submitted if any additional information becomes available.